Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing leads thresholds rose sharply and pacing could not be made at maximum outputs. It was also noted that the lead dislodged and this was confirmed by chest x-ray. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.